Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was loaded, but did not fit properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). Signs of clinical use and evidence of blood were observed. A photographic of the aortic cutter was sent. Evidence of blood was observed all over the cutter. The aortic cutter was not returned with the loading device, delivery device and the tension spring assembly. The delivery device was returned outside the loading device. The tension spring assembly was inside the loading device. There was no blood in or on the delivery tube. The slide lock was dis-engaged and the plunger was not depressed on the delivery device. There were no cracks or delamination observed on the seal . The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .219 inches . The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for " fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was loaded, but did not fit properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.